Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that every once in a while the patient was still having problems, this happened about every 2 months or so. Patient clarified, stating they experienced a return of their target symptoms and had to increase their settings. Patient stated this resolved when they increased settings. Patient had spoken with their healthcare provider about it and they seemed to be fine with it. Patient also reported that sometimes they went by emi sources, such as security gates and their ins would turn off unexpectedly. Patient reported they would just turn ins back on when this happened. Patient stated they knew this happened because they would start wetting their pants and when they would check the ins it would be off. Patient used the patient programmer to turn ins back on when this happened. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported the patient weighed about (B)(6) pounds at implant in 2014 and now they weighed (B)(6) pounds. No further complications were reported or anticipated.